Event description:
During a routine checkup, the hearing aid (h/a) consultant noticed that the wax guard was missing from her instrument. He looked in her ear and saw three wax guards. He referred the pt to her dr for removal. There was no injury to the pt.